Event description:
It was reported that during a pancreatoduodenectomy procedure, staples malformed at 1st firing. The procedure was completed by using additional sutures. There were no adverse consequences to the pt.